Manufacturer narrative:
(B)(4). Batch # t92162. Additional information: medwatch received. (B)(4). Investigation summary: the analysis results found that the sw100 device was received with no damage in the external components without a cartridge loaded. In an attempt to replicate the reported incident, the device was tested for functionality without a test cartridge. Upon functional testing, the instrument was examined and it was found to be functional. The device was then reloaded with a test cartridge and it was cycled, fired and it properly formed the knot. In addition, a sw110 cartridge (t92j5k) was received with the cartridge plate dislodged inside a plastic bag and the tyvek. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The potential reason of the loading or unloading failure can be caused due to incorrect instrument usage. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified. - (B)(4).

Event description:
It was reported that during a hiatal hernia repair the device failed. They couldn't get it to work and the tip of the suture assist was detached. Doctor immediately saw and removed all the pieces from the surgical area and they checked for completeness of the instrument. It is unknown how the case was completed. No adverse patient consequences were reported.